Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced nickel allergy. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on (B)(6) 2015 from the physician (upgraded to incident). Patient's date of birth was provided. This report refers to a (B)(6) years old female patient. On (B)(6) 2015 essure was inserted. On (B)(6) 2015 she experienced nickel allergy and was admitted to emergency room. Re-operated on (B)(6) 2015. She was feeling well. She was waiting for allergy test. No further information was provided. Follow-up from (B)(6) 2015: ptc result was updated. No major changes in previous assessment. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy almost a month later, she was re-operated and was feeling well. Nickel allergy is now considered serious due to required intervention. According to essure's reference safety information, this event is listed. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient experienced the allergy approximately a month after insertion and was re-operated. Considering that essure is a nickel-titanium alloy and considering also the positive temporal relationship, the nickel allergy is considered related to essure. The case is regarded as incident due to required intervention. The performed product technical complaint (ptc) analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2015-00413. Please remove from maude as it was correctly resubmitted to 2951250-2014-00413: follow-up from up 30-mar-2015: the required number of follow up attempts have been completed, without response to date. No additional information was provided. Case closed. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a device malfunction on right side, it became stuck in proximal portion of fallopian tube without full deployment (interpreted as device deployment issue, nonserious event). Physician attempted removal however it became too painful/bilateral placement not achieved (considered as device difficulty to remove/failed insertion and serious event due to medical importance). All events are listed for essure in the reference safety information. In this particular case, further details about the essure removal are needed; however since the reported events occurred in association with essure placement procedure a causal relationship with suspect insert cannot be excluded. Also, non serious event dr attempted removal however it became too painful (interpreted as procedural pain) was reported. This case was regarded as incident since the patient will be taken to operating room to attempt essure removal. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. The technical assessment concluded an unconfirmed quality defect. It was not possible to obtain further information.

Manufacturer narrative:
The required number of follow up attempts have been completed, without response to date. No additional information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a device malfunction on right side, it became stuck in proximal portion of fallopian tube without full deployment (interpreted as device deployment issue, non-serious event). Physician attempted removal however it became too painful/bilateral placement not achieved (considered as device difficulty to remove/failed insertion and serious event due to medical importance). All events are listed for essure in the reference safety information. In this particular case, further details about the essure removal are needed; however since the reported events occurred in association with essure placement procedure a causal relationship with suspect insert cannot be excluded. Also, non serious event dr attempted removal however it became too painful (interpreted as procedural pain) was reported. This case was regarded as incident since the patient will be taken to operating room to attempt essure removal. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. The technical assessment concluded an unconfirmed quality defect. It was not possible to obtain further information.